Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reze0103 showed no other similar product complaint(s) from this lot number. Device not returned

Event description:
(B)(6) 2015 - the expert nurse accessed the basilic vein without difficulty. She threaded the guidewire just past the needle, removed the needle and attempted to advance the guidewire a bit more. It allegedly would not advance. When resistance was met it reportedly "pushed itself out of the vessel." The nurse was not comfortable to dilate and attempted to remove the guidewire. It was said to have felt "stuck" on the vessel and supposedly unraveled as she pulled the guidewire out of the vessel.